Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during an in-clinic follow-up to address the device elective replacement indicator (eri), episodes of noise were observed on the right atrial (ra) lead. The suspected cause of the noise was ra lead insulation damage. The ra lead was capped and replaced during the device replacement procedure to resolve the event. The patient was stable.